Manufacturer narrative:
On-site investigation was performed by the field service engineer. The pressure transducer test failure was not confirmed in the device logs. Further information and parts have been requested for investigation but have not yet been received. Event site name: (B)(6). Event site postal code: (B)(6).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).